Event description:
Patient was revised to address metallosis. Update: litigation papers received 3/4/14. Litigation alleges that the patient suffers from pain and discomfort. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 3/27/14 update 6/25/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, squeaking, and malpositioned cup. Lab results from (B)(6) 2013 indicated elevated metal ion levels. The cup and stem are being added to the complaint. The complaint was updated on:7/17/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.